Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 barrel was cracked. The following information was provided by the initial reporter: material#: 309646 batch#: 5168959 verbatim: rcc received a complaint via email. Good morning, I just wanted to report a product quality issue. Please see below. We are still waiting for the leadership team cc¿d on this email to confirm if we have effected samples to return. ¿the nurses stated it was like there was a crack down the side of the syringe where the saline was leaking out¿. No patients were harmed.

Manufacturer narrative:
(B)(4). Follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.